Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.6., d.1., d.3, d.4., d.7., g.1., g.3., h.6.

Event description:
Additionally, patient reported "hard as a rock." Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma.

Event description:
Patient reported right side "capsular contractions and fluid" and "concerns regarding recall." Device remains implanted. Manufacturer of device is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and calcification (approx. 100%). Leak test and microscopic analysis were performed which identified no leakage. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV, and calcification.